Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had loss of therapeutic effect with they were not feeling stimulation and they was on. Patient had fall on (B)(6) 2017 and then patient started having return of symptoms. Patient's family mentioned that the patient was "getting up and leaking everywhere all the sudden, so they did not know if they needed to increase or change programs and they had been at 1.9 for a long time so they bumped it up to 2.1 the day before yesterday and it had helped them and they were doing better". Caller said the loss of therapy started about a week ago and clarified this was the end of april. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.